Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted a hole in the right ventricular (rv) tip seal plug. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system had a stored episode with noise on the right atrial (ra) lead and right ventricular (rv) lead channels. This resulted in oversensing on the ra channel as well as pacing inhibition of greater than two seconds on the rv channel. It was noted that there was a lead safety switch (lss) for the ra lead for high out of range impedance values. Technical services (ts) analyzed presenting electrogram (egm) then discussed troubleshooting by reprogramming device with health care professional (hcp). It was noted that the plan is to reprogram on patient's next scheduled clinic visit. No adverse patient effects were reported. The ra and rv leads are not boston scientific products. Currently, this crt-p system remains in service. According to additional information received by boston scientific, this device was explanted. Another crt-p was successfully placed. No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for investigation. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system had a stored episode with noise on the right atrial (ra) lead and right ventricular (rv) lead channels. This resulted in oversensing on the ra channel as well as pacing inhibition of greater than two seconds on the rv channel. It was noted that there was a lead safety switch (lss) for the ra lead for high out of range impedance values. Technical services (ts) analyzed presenting electrogram (egm) then discussed troubleshooting by reprogramming device with health care professional (hcp). It was noted that the plan is to reprogram on patient's next scheduled clinic visit. No adverse patient effects were reported. The ra and rv leads are not boston scientific products. Currently, this crt-p system remains in service.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system had a stored episode with noise on the right atrial (ra) lead and right ventricular (rv) lead channels. This resulted in oversensing on the ra channel as well as pacing inhibition of greater than two seconds on the rv channel. It was noted that there was a lead safety switch (lss) for the ra lead for high out of range impedance values. Technical services (ts) analyzed presenting electrogram (egm) then discussed troubleshooting by reprogramming device with health care professional (hcp). No adverse patient effects were reported. The ra and rv leads are not boston scientific products. Currently, this crt-p system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system had a stored episode with noise on the right atrial (ra) lead and right ventricular (rv) lead channels. This resulted in oversensing on the ra channel as well as pacing inhibition of greater than two seconds on the rv channel. It was noted that there was a lead safety switch (lss) for the ra lead for high out of range impedance values. Technical services (ts) analyzed presenting electrogram (egm) then discussed troubleshooting by reprogramming device with health care professional (hcp). It was noted that the plan is to reprogram on patient's next scheduled clinic visit. No adverse patient effects were reported. The ra and rv leads are not boston scientific products. Currently, this crt-p system remains in service. According to additional information received by boston scientific, this device was explanted. Another crt-p was successfully placed. No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for investigation.